Event description:
The customer had received a result of 86mg/dl and took no action. The customer was found unconscious, paramedics were called and the customer was taken to the hosp. The customer was given a glucose IV. No controls were in use and the customer was using the incorrect glucose strips. A request was made for the return of the suspect device and replacement product was sent.